Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) upon powering up was confirmed in the archive data and during functional testing. The root cause of the reported complaint was a seized brake assembly, which led to the drivetrain motor failing to rotate (initiate compression). Review of the autopulse platform archive revealed that frequent daily checks had not been performed. As per the customer, the autopulse platform was stored in a secure compartment placed inside the ambulance patient area. Required daily device checks per the zoll user manual and storing the autopulse in a low-humidity location help prevent the brake from seizing. Visual inspection showed no physical damage on the platform. The archive data was reviewed and revealed multiple fault code 16 (timeout moving to take-up position) around the customer's reported event date, confirming the reported complaint. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation. The drivetrain motor brake assembly was seized and triggered fault code 16. The malfunctioning drivetrain motor assembly was replaced to remedy the fault. Subsequently, the autopulse platform successfully passed a 20-minute run-in test using the large resuscitation test fixture (lrtf) without any fault or error. Following service, a load cell characterization test confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) upon powering up. The crew used a second autopulse platform that was on the scene. No consequences or impacts on the patient.